Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer replaced the 30 degree endoscope with a backup, and the reported problem was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly seated endoscope. It can be resolved by reseating the part and power cycling the system, if necessary.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the horizon was off when a 30-degree endoscope was installed on universal surgical manipulator (usm) 2, resulting in an inverted image. The customer resolved the problem by replacing the 30-degree endoscope with a backup. The customer requested an inspection of the system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during a xi left superior segmentectomy with lymph node dissection during the time 0736-1004 after ports were placed. The customer placed in the 30-degree endoscope and got an inverted image and then the 0-degree scope was placed and encountered the same issue. Customer reset the arm and then went back to the 30-degree scope and issue seemed to be resolved. An image of the scope was taken in case the same issue occurred so we would know that it was a scope issue. The endoscope moved freely with uncontrolled motion. Both 30 and 0-degree scopes had inverted images. The surgeon announced that the scope was wrong and upside down. An indication of the image orientation was provided via user interface. The endoscope and endoscope adapter/base were still engaged with no damage observed. The endoscope was not manually rotated 180 degrees; a 0-degree lens was used and then a 30-degree lens. The issue was resolved by resetting the entire drape and undocking and docking the trocar. The replaced scope seemed to resolve the issue. There was no patient injury.

Event description:
Refer to h11 for follow-up information.